Manufacturer narrative:
The insulin pump was programmed with correct time and date. The insulin pump was able to download to carelink; carelink report indicates all bolus programmed and delivered. No bolus or bolus history anomalies were noted. The insulin pump passed displacement test, a21 error test and self test. No a17 or a21 alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, stained address serial number label and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving an unexpected restart alarm on the insulin pump. Customer stated that every time he replaces the battery, he would receive the alarm. Customer stated that it has happened 3 times without replacing the battery. Customer also had an external ram error alarm in the alarm history. Customer had an unexpected restart alarm 7 times in the past month. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the alarm was recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that he may continue to wear the pump until the replacement arrives. Customer declined to return the pump.